Manufacturer narrative:
The device was manufactured between june 23, 2018 - june 24, 2018. Two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leakage from the spike port on both bags. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Two 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags with a leaking middle port were returned for evaluation. There was no patient involvement. No additional information is available